Event description:
The customer reported that the ventilator has a vent inop error and failed est (extended self test). The ventilator did alarm and there was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed the ventilator went vent inop, due to an exhalation motor error. The service technician replaced the exhalation motor controller board to correct the problem. Performance verification testing was done and the ventilator passed per operating specifications.